Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Pr state: closed. Site sample status: not received. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] every one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in my clothes [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported every one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: heat cells damaged/leaking. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Additional information received from product quality complaint group: this investigation was conducted for an unknown lot number menstrual 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Pr state: closed. Site sample status: not received. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (26mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow-up attempts are needed. No further information is expected. Follow-up (11nov2019): new information received from the product quality complaint group includes malfunction assessment and severity rating. Follow-up (27nov2019): new information received from product quality complaint group includes investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: the event "one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] every one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in my clothes [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported every one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: heat cells damaged/leaking. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Additional information has been requested and will be provided as it becomes available. Follow-up (26mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow-up attempts are needed. No further information is expected. Follow-up (11nov2019): new information received from the product quality complaint group includes malfunction assessment and severity rating. Company clinical evaluation comment the event "one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Event description:
This is a spontaneous report from a contactable consumer or other non hcp. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported every one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Follow-up (26mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment the event "one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "one of the patches had an opening where the stuffing wasn't sealed in and leaked out all in their clothes" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.